Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed the self test, off no power test, rewind test and displacement test. Motor error alarm during the basic occlusion test due to loose drive support disk. During the basic occlusion test, the motor made contact with the basic occlusion test tool, no gap was noted. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Unable to verify compromised force sensor system alarm due to motor error alarm. Unable to perform the occlusion test, prime test and occlusion test due to motor error alarm. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor alarm during priming. The customer stated that the insulin was squirting out during the manual prime process. They were unable to exit the preparing to prime loop. The customer's blood glucose level was unknown. It was noted during troubleshooting that the drive support cap was sticking out. The units remaining for the reservoir in the insulin pump's status screen was incorrect, it was showing zero. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.